Manufacturer narrative:
A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The device was discarded; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported an ultra set capd disposable disconnect y-set leaked. During drain of peritoneal dialysis therapy, a leak was observed ¿coming out of the tubing near the y area where it connects¿. Upon further examination, ¿a small hole¿ was observed ¿on the tubing near the y-set connection area¿. Additionally, the drainage bag was filling with air. The patient ¿clamped off and disconnected immediately¿. There was no patient injury or medical intervention associated with this event. No additional information is available.